Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the issue was noted during platforming, outside the patient. The rpm was also decreased using the knob on the console but with no result. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 75 krpm; the maximum turbine rotational speed reached was 210 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. Device interactions between the rotablator console and foot pedal could have contributed to the reported failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the issue was noted during platforming, outside the patient. The rpm was also decreased using the knob on the console but with no result. The patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01316. It was reported that the rpm display read 330 000 and was unable to be adjusted. A rotablator console and a dynaglide foot pedal were selected for use. During the procedure, after setting up the console, the foot pedal was pushed and the screen showed the rpms at 330 000. Adjustment of rotation was attempted but it was unsuccessful. Then, the system was placed on dynaglide mode but there was no significant change in the rpm number. The procedure was competed without the rotablator. No patient complications were reported.